Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received the charger was unable to recognize or charge a battery pack. Upon investigation, y1 10 mhz smd crystal on the bedside board was found to be defective. The defective component was causing the inability to charge a battery pack. The root cause of the defective ya was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A united states distributor contacted zoll to report that battery charger/mode sn (B)(4) was unable to charge a battery pack.